Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The patient¿s blood glucose level was 124 mg/dl at the time of the incident. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Unit received with blank-flashing white lcd due to cracked lcd controller on printed circuit board. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd. Unable to verify missing segments/partial display due to blank-flashing white lcd. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.